Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are precise or smart stents but the catalog and lot numbers are not available. The exact implant dates are unknown. Dosluoglu, h. H., cherr, g. S., harris, l. M., & dryjski, m. L. (2007). Rheolytic thrombectomy, angioplasty, and selective stenting for subacute isolated popliteal artery occlusions. Journal of vascular surgery, 46(4), 717-723. Doi:10.1016/j.jvs.2007.05.050. This is one of the products involved with the reported event and the associated manufacturer report numbers are 9616099-2019-02741. As reported in the literature by dosluoglu, h. H., cherr, g. S., harris, l. M., & dryjski, m. L. (2007). Rheolytic thrombectomy, angioplasty, and selective stenting for subacute isolated popliteal artery occlusions. Journal of vascular surgery, 46(4), 717-723. Doi:10.1016/j.jvs.2007.05.050; a patient whose popliteal artery reoccluded in 3 months after initial stent placement refused further intervention and remains a claudicant. The initial stent placed was either a precise or smart stent. The device was not received for analysis. Additionally, as the sterile lot number is not available, the device history record (DHR) reviews could not be performed. Without the return of the device for analysis or procedural films, the reported event of ¿popliteal artery occlusion¿ could not be confirmed. Based on the limited information available, a conclusive root cause may not be determined. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion is a well known documented potential complications of this type of procedure and is listed in the instructions for use (IFU) as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported in the literature by dosluoglu, h. H., cherr, g. S., harris, l. M., & dryjski, m. L. (2007). Rheolytic thrombectomy, angioplasty, and selective stenting for subacute isolated popliteal artery occlusions. Journal of vascular surgery, 46(4), 717-723. Doi:10.1016/j.jvs.2007.05.050; a patient whose popliteal artery reoccluded in 3 months after initial stent placement refused further intervention and remains a claudicant. The initial stent placed was either a precise or smart stent.